Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code e333, could not be identified. The root cause could not be identified. Based on the qir, as reproduction of [error code e333] is not confirmed, and failure has not been confirmed, presumed cause could not be identified. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labelling review: not applicable since it is not a defect caused by user misuse. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an error code e333 during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using the same device. There were no reports of patient harm or delay.